Event description:
Patient was having pta of sfa. Md used spider fx guidewire and turbohawk atherectomy device when wire got knotted inside the patient's artery. Md was unable to get knot back through the sheath and tip of turbohawk broke off when trying to pull past knot. Amplatz gooseneck snare used to pull turbohawk tip closer to femoral artery insertion site to decrease risk during surgery. Vascular surgeon taking patient to or to retrieve guidewire and turbohawk tip.